Event description:
It was reported the pt experienced stimulation in the chest, and hydrotherapy. An x-ray was taken which showed the lead had migrated/dislodged. A surgical revision was done. The pt recovered without sequela.